Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v000402, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell (B)(6) 2012 and had not been able to connect the stimulator to the programmer or recharger since that time. The problem may have been present before that time, however. The patient could only make adjustments when the antenna was attached. The stimulator usually helped the patient¿s pain and made it that she didn¿t have to take as many medications. The patient requested assistance for a physician mode reset (pmr) and was directed back to her physician. It was further reported that the patient wanted to speak with a company representative regarding a pain pump or possibly a non rechargeable stimulator since the past stimulator didn¿t last as long. The patient didn¿t like having to recharge her device. It was further reported that the patient pressed a button and thought her stimulation turned back on. The patient thought she was feeling stimulation, however, an overdischarge (od) was suspected as the patient fell and the stimulator hadn¿t worked since. The last successful recharging session was right before the fall, which is the last she felt stimulation. The recharger showed that the battery was full and that something was blinking. There were no boxes at the bottom of the screen, but the patient never did see boxes even when the stimulator was working. The programmer displayed the poor communication screen. The patient was redirected back to their physician.